Event description:
The customer reported that the companion 2 driver exhibited a sound he described as "like something loose inside the driver." An alarm sounded, and a "single compressor malfunction" error was displayed. The pt was switched to a backup driver without impact. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval, and the results of the investigation will be provided in a supplemental MDR.